Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Although it was reported that the device was not used, the presence of contrast media in the inflation lumen and blood in the guidewire lumen are indicative of handling beyond simply preparation of the device, as was reported. Microscopic examination presented no damage or irregularities in the shafts of the device but revealed damage to the distal tip and tactile inspection revealed a kink in the shaft at the exit notch. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed, a complete hypotube separation 20cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination inspection revealed damage to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The 2.25mm x 15mm emerge¿ balloon catheter was selected and during preparation, the shaft of the device was kinked at the proximal part. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.